Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient said they were in to see their neurologist and the healthcare provider put the patient on program c instead of program a. Patient said they are having difficulty with their tremors on group c and wanted to go back to group a. During the call the patient was on group c. Agent walked the patient through changing groups, but patient no longer saw a program a option. Patient was unable to increase their stimulation to an adequate level on program b and decided to switch back to program c. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided indicating that the patient called back requesting a replacement programmer due to prior concerns with group access. The programmer use was reviewed, including how to toggle through available groups, and the patient confirmed successful access to all groups, which resolved the issue.